Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was far more concerned with the fact that their therapy shut off twice, including once when the patient was alone away from home with no phone. The situation was extremely serious.

Manufacturer narrative:
Additional review indicates that the occurrences of therapy turning off was already reported in manufacturer's report (#33004209178-2024-11703). Therefore, any additional information regarding this event will be submitted as a supplemental submission to that report (#3004209178-2024-11703). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received clarifying that the first occurrence of therapy shutting off occurred at the store. For the second occurrence, the patient was unsure when it turned off. For the third occurrence, the patient was at home. The patient did not think there was any other environmental factors that contributed to the third occurrence of therapy shutting off. The patient was easily able to turn the device back on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the exact date of when the therapy shut off was unknown. Contributing factor and/or cause was: the patient walked through theft detectors at a store. The patient mentioned that the battery shut off for the third time two days ago.